Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning that occurred drain 3 of 4. The patient was connected during incident. Treatment was stopped and fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from where cassette is inserted. In a follow up, the patient verified the fluid leak event. The patient couldn't tell where the leak may have originated. There was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry out overnight and has been using it since with no further issues.